Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient had undergone prophylactic generator replacement on (B)(6) 2012. The lead impedance after surgery was noted to be "ok". The generator could not be returned for product analysis as the hospital discarded it.

Event description:
On (B)(6) 2012, it was reported that the vns patient is experiencing an increase in seizure activity. The patient had been referred for prophylactic battery replacement back in (B)(6) 2012, but had not yet undergone battery replacement. The patient is currently seeing a new neurologist but the name of the neurologist was not provided and she was not sure if they did vns treatment. It is unknown at this time what neurologist the patient is going to see therefore no follow-up can be made at this time. When the neurologist of the patient is identified, follow-up will be made to that neurologist. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
.